Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to implant loosening.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown glenoid; lot#: unknown. G2: foreign: japan. Literature citation: hijikata, k., shiozaki, h., someya, k., & kitahara, h. (2024). Treatment outcomes of patients with at least 3 years of follow-up after anatomical total shoulder arthroplasty. The shoulder joint, 48(1), 147-150. It should be noted that the cited journal article was not provided by the reporter, and was unable to be found, thus it is not attached. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. H6: component codes: mechanical (g04)- stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.